Event description:
On 11/20/96, after in office procedure successfully performed by the physician, he re-capped the working end of the scalpel. The cap is on the working end to protect the blade for shipping purposes only. The physician holding the scalpel in his right hand, then holding the cap resting in his left palm, firmly inserted the blade into the cap, puncturing the end of the cap and his own palm. Palm had a puncture wound, a pressure bandage was applied and physician received a tetanus injection.